Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they were experiencing high blood glucose. Customer's blood glucose level was 404 mg/dl which was treated with manual insulin injection. Customer was also reporting insulin flow blocked alarm during fill tubing which resulted in high blood glucose. Customer stated that it was a past event resolved by complete set change. Customer was alleging insulin pump for under delivery because infusion blocked. Customer was experiencing high blood glucose symptom like nausea, headache and chest pressure sensation. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.